Manufacturer narrative:
(B)(4). Date sent: 5/27/2026. Additional information was requested and the following was obtained: I do not know the status of the patient. I do know that the patient was not harmed, the malfunction was noticed right away, and the doctor asked for a new one immediately.

Manufacturer narrative:
(B)(4) date sent: 5/5/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 913d81. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by staples crossed over one another? Did multiple clipsfeed into the jaw during firing, preventing proper deployment? Did this occur before or after the staples were formed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure the staples crossed over one another, which prevented proper deployment and interfered with the surgeon¿s ability to use the device as intended. No patient consequences were reported.